Manufacturer narrative:
This device is used for treatment, not diagnosis. Due to an unknown cause, the fluted tip broke off, the tip is not with this complaint. The drill bit exhibits nicks and dings on the flutes and the tip has cracks in the material near the broken section. The lot conformed to specifications and to the synthes incoming final inspection sheet.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The supplier's certificate of compliance indicated the lot conformed to the material, hardness, and specifications. The lot conformed to the synthes incoming final inspection. There were no mrrs, ncrs, or complaint-related issues that would contribute to this complaint condition.

Manufacturer narrative:
The drill bit is fractured on the distal end, with the fragments not returned, as noted in the complaint description. Besides the distal fracture, the instrument shows normal signs of wear and tear. The cutting edges look slightly worn and dull, but not damaged. (B)(4). The 6.0, 10.0mm stepped drill bit is used to create a path for the tfn helical blade or screw. These drill bits are recommended to be single use, but it is up to the hospitals discretion if they would like to use it more than once. The insert (B)(4) packaged with the device reviews the inspection steps to ensure there are no dull or damaged edges, if there are it should be replaced. This stepped drill bit is made from heat treated 440a, which is a common material used in this type of drilling application. Due to the low occurrence rate there does not appear to be a design issue. Varying patient anatomy and differences in technique can all contribute; the cause of breakage is unknown.

Event description:
It was reported by the sales consultant who was informed by the hospital contact that during a tfn nail implant, the surgeon reported difficulty. While the surgeon was using the titanium trocanteric fixation nail system (consigned tray), the 6.0/10 mm stepped cannulated drill bit was inserted through the blade guide sleeve that is attached to the aiming arm; and when the drill bit released, the tip of the drill bit sheared off. The surgeon spent approximately thirty minutes attempting to retrieve the retained metal but was unsuccessful. Per the operating room director, the size of the two pieces of metal that were left was less than .4 mm each.